Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer was very noisy, the system fan and power supply were replaced, the programmer had a loose electrocardiogram (ECG) connector, as a result the link electronic module (lem) circuit board was replaced, the stylus pen was missing, and the programmer would no longer boot up, as a result the main processing unit (mpu) circuit board was replaced. (B)(4).